Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance on this right atrial (ra) lead was found to be greater than 2000 ohms. A chest x-ray was performed, which showed suspected subclavian crush. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.